Event description:
An Impella CP was inserted via the left femoral artery, and 14French introducer, to support a 65 year-old male patient who had been admitted with an indication of Acute Myocardial Infarction and Cardiogenic Shock. Medical history and Society for Cardiovascular Angiography and Interventions (SCAI) Stage Shock were not provided. The only patient condition shared was that the patient was noted to be obese.On the day of pump insertion, after removal of the 14French introducer there was a noted bleed. The team assessed the bleed with angiography which revealed no significant extravasation. The team called for the surgical team to perform a cutdown, pump explant, and repair. The team additionally infused 5 units of blood products to the patient. At the time of the bleed the patient was noted to be on anticoagulation with an Activated Clotting Time of 214 seconds.The access site bleed appears to be the result of exchanging the 14 French peel-away sheath for the 13 French repositioning sheath in an obese patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.